Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to have an internal magnet placed; however, during the surgery it was determined by the surgeon that the patient's skinflap was too thin. Subsequently, the magnet was removed and the surgery was aborted.